Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing multiple inaccurate cgm readings and premature sensor detachment. He stated that issues related to cgm inaccuracies prompted two emergency room (ER) visits; one event, which reportedly occurred toward the end of february, is documented separately. This record captures one event that occurred an unspecified number of days after sensor insertion on or around the end of march. During one reported ER visit, the patient stated that the cgm displayed glucose values within a normal range (approximately 87-119 mg/dl), while a fingerstick blood glucose (fsbg) measurement obtained at the ER showed a glucose level of 42 mg/dl. It is unclear whether these reported values directly correspond to the event captured in this record. Additional attempts were made to obtain clarification and further details regarding the event; however, no response has been received. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.